Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the ethernet cable had been inserted into the incorrect port, according to the diagnosis. After the cable was placed into the appropriate port, the station was tested, and the customer verified that it was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.